Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off or no power alarms noted. Unit passed off no power test, selftest, error test, and displacement test. Unit alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. Unable to complete functional test due to alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Intermittent button response noted during testing due to corroded keypad traces.

Event description:
The customer reported via phone call of the pump not working properly. Customer's blood glucose at the time of incident was 289 mg/dl. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.